Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordant false positive advia centaur cp troponin test result. No other pt results were affected. Sample handling may be a contributing factor. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample when compared to repeat troponin testing. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.